Event description:
It was reported that during a post stent dilatation procedure, difficulty was encountered removing the balloon catheter from the stent. After some manipulation the balloon catheter was removed without incident. Patient status is listed as "stable".